Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's reservoirs are leaky. The issue was found during preventative maintenance. No patient involvement and no patient harm.

Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection found the main block was missing, interlock block screw hole was stripped, reservoir gasket is worn out, and the quick connect was corroded. The device also had outdated printed circuit board (pcb) and power switch. Functional testing found the device was leaking from the bottom of the water tank. The complaint was confirmed. Root cause of the leak was attributed to a worn gasket. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.